Event description:
It was reported that the pump touch screen was dark and would not turn on. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high blood glucose, the customer administered a manual correction injection. The customer reverted to an alternate method insulin therapy.